Event description:
The lifecor pt services rep (psr) of a male pt contacted lifecor customer support to report that she could not baseline the pt during the initial fitting. She stated that she could see that the ECG was all artifact. A lifecor territory manager rebaselined the pt with a new electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in ECG a. The short was fixed. The electrode belt was refurbished. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unk, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.